Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "possible rupture" and "misshapen." Device remains implanted.

Event description:
Additionally, healthcare professional reported and confirmed capsular contracture, baker grade unknown, and "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.2, h.6.